Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (erbe) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported failure of error c-34 was confirmed. On startup the unit displayed c-34.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error c-34 on the erbe. The customer power cycled the erbe but was unable to eliminate the error. The customer replaced the cautery cord, but the issue persisted. The customer decided to use a 3rd party electro surgical unit (esu) to continue the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using the covidien esu. There was no injury to the patient.